Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date changed without user interaction. The customer corrected the time and date. Customer's blood glucose was 240 mg/dl.